Manufacturer narrative:
B3 date of event was estimated based on the aware date as the event date was not available.

Event description:
It was reported that shaft break occurred. A guidezilla ii catheter-guide extension device was selected for use. During insertion, upon opening the guidezilla on the table, it was noted that the z-glide part came apart. The procedure was completed with alternative method. There were no patient complications reported.